Event description:
In (B)(6) 2024 I purchased apple airpods pro in anticipation of a software update to include a hearing aid function in the device. When available in september, I downloaded the update and tried repeatedly to complete the hearing test in the product, without success. Since then I have had countless phone conversations with apple product support, which has claimed it was attempting to solve the problem, including through a technical analysis of an attempted (and unsuccessful) hearing test, but without any results provided to me. I explained that I purchased the product only for the hearing aid function and requested a refund, but was told that the time for the product return has passed, even though the product is still well within the one-year warranty period. I believe that apple has misrepresented the effectiveness of what is in fact a defective medical product and is refusing to take responsibility for this defective device. Apple support has claimed to copy a failed hearing test on my airpods for technical analysis in its laboratories. However, it has not provided me with any results. For details, you will need to contact apple. My case ID no. Is (B)(4).